Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional testing. After power up, the device gave an error alarm with the message "error 1720". This type of error can indicate an issue with the backup capacitor. The backup capacitor was replaced to address this issue. The cause of the issue with the component was not established.

Event description:
It was reported that the device gave an error alarm with message of "error 1720'. No known adverse effects to patient.